Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump displayed error code 49582 when turned on the device¿ was confirmed through event log and power up test. The probable cause was printed wiring assembly: system fault 45,982 / fluid ingression. The device was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump displayed error code 49582 when turned on the device¿; during device evaluation the complaint was confirmed. The event occurred during testing.